Event description:
There was a leakage on the oval shaped junction of the catheter. Chemotherapeutics were leaking.

Manufacturer narrative:
Results of investigation will be filed in a supplemental report.